Event description:
The hospital reported that t.w. Power supply doesn't allow power and the on/off switch doesn't click. No patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.